Event description:
Customer sustained an injury to his right index finger tip while using the microtome. He was cut by the microtome blade. The customer went to the emergency room at hospital. Stitches were not required, only a bandage was necessary.